Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The male patient, who was being treated for an abdominal aortic aneurysm (aaa) was implanted with an endovascular graft system on (B)(6) 2007. A follow-up exam on an unknown date in (B)(6) 2015, with echo imaging, confirmed growth of the aaa and blood leak from the main body. The decision was made to use a "wait and see approach". On (B)(6) 2015 the physician determined it was a type iiib endoleak due to suture holes from performing angiography. To treat the growth of the aaa on an unknown date, the physician implanted two of another manufacturer's excluder-s inside the zenith endovascular graft system. The patient's condition is unknown as not provided by the reporter.

Manufacturer narrative:
Additional information: banno, hiroshi, et al. ¿late type iii endoleak from fabric tears of a zenith stent graft: report of a case.¿ surgery today, vol. 42, no. 12, 2012, pp. 1206¿1209., doi:10.1007/s00595-012-0320-8.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU "adverse events that may occur and/or require intervention include, but not limited to: endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that approximately seven years and nine months post endovascular aneurysm repair (evar) for treatment of abdominal aortic aneurysm (aaa) angiography, follow-up exam results confirmed a type iiib suture hole endoleak. The patient underwent a procedure on an unknown date to implant two additional stents inside the zenith endovascular graft system to treat the growth of the aaa. No further information was provided.